Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a defective display. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time. The pump was sent in to serviced for field corrective action (B)(4). This device will have a full repair and full functional testing performed. The process step was not identified; there was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "defective display" was confirmed during product evaluation by baxter service personnel. This condition was due to a defective main display. The main display was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that the device has not been previously sent into service for the reported condition of "display defective". A device history record review was also performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.